Event description:
It was reported that the foley catheter kit was opened to use on the transcatheter aortic valve replacement patient and the lubricating jelly syringe that was on the kit had a rust colored contaminant in the bottom of the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "defective / contaminated components from supplier". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter kit was opened to use on the transcatheter aortic valve replacement patient and the lubricating jelly syringe that was on the kit had a rust colored contaminant in the bottom of the syringe.